Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink extension set experienced a total parenteral nutrition leak. The leak was observed at the connection between the tubing and filter. There was approximately 9 cubic centimeters of fluid that leaked onto the bed linens. There was no patient injury or medical intervention associated with this event. No additional information was available.